Manufacturer narrative:
Event date: unspecified date. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid had leaked from a homechoice cassette supply line. This issue occurred during use of the device, after the priming sequence. The home patient (hp) stated that solution had leaked out of the supply line while the line was clamped. There was no patient injury or medical intervention associated with this event. No additional information is available.